Event description:
Information received indicates the valve was removed for structural dysfunction. Product inspection at retrieval noted a perforation in the left cusp of the valve and a smaller tear was seen in the right cusp. Pannus overgrowth was also noted on the inflow and the non-coronary cusp tissue appeared thin. The valve was explanted and replaced with no additional pt consequence reported.